Manufacturer narrative:
The explanted lead was received for analysis. This report will be updated when laboratory analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. Two weeks later, the lead was found to be dislodged and was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. Two weeks later, the lead was found to be dislodged and was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was received for analysis. This report will be updated when laboratory analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.